Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the rail clamp is needed. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective rail clamp of support arm.